Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2008, the patient was pre-operatively diagnosed with degenerative disc and foraminal stenosis, l5-s1 and underwent the following procedures, decompression, posterolateral fusion, posterolateral interbody fusion and pedicle screws and rods at l5-s1 using instrumentation system. As per op-notes, ¿..the disc height was then restored and stabilized with an 11 mm cage, packed with bmp. The pedicle screws were then inserted. The bone graft was mixed with growth factor, bmp packed into the posterolateral spaces..¿ patient alleges unspecified injury due to the use of rhbmp-2.